Event description:
The olympus representative reported the bending section cover on endoeye flex deflectable videoscope had a pinhole. The procedure was not affected. No patient harm reported. During the evaluation of the device, it was noted the adhesive on the objective lens was peeled off due to deterioration. This report is to capture the reportable malfunction of the adhesive on the objective lens was peeled off due to deterioration noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Water tightness was not maintained due to holes in the bending section cover caused by external factors. The bending angle was insufficient due to the elongation of the angle wire. The bending section cover adhesive was missing. There were scratches on the operation part and surface of the light guide cover glass due to external factors. There was dirt on the operation part that was difficult to remove due to handling (insufficient cleaning). The angle lever part and up/down/right/left plates were difficult to remove due to handling. Switch one (1) was scratched due to external factors. The video connector was broken due to an external factor. The video connector, video connector case, and light guide connector may have been scratched due to external factors. The video connector case was cracked due to an external factor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that stress during operation, external factors or handling caused the event. Olympus will continue to monitor field performance for this device.